Event description:
It was reported that in early (B)(6) the patient experienced pain on her left side at the implant site and was going to the bathroom every 10 minutes. The patient increased stimulation without resolution. An x-ray showed that the lead had moved. It was noted that there was no known cause for the migration. The lead was replaced, but the patient was unsure if the ins was replaced as well. Following the replacement the patient continued to experience pain at the ins site. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3093-28, lot# v979271, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
It was later reported that there was no event. The patient returned for post op visit (B)(6) and everything was fine. No abnormal impedances. Lead revision was noted from (B)(6). It was noted that post op they had no programming set.